Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed red bumps on her back and under the front therapy electrode pad. The patient also reported an "unbearable burning sensation". The patient's doctor determined that the skin irritation under the left breast was a yeast infection and prescribed nystatin cream. The doctor also prescribed cortisone cream for the itchiness. Follow-up indicated that the nystatin cream helped the irritation under the left breast but the back was still itchy.